Event description:
It was initially reported that a preloaded monofocal intraocular lens (iol) was found to be defective during a procedure. The lens was fully inserted and subsequently removed within the same procedure due to the observed issue during the device's implementation or application. Additional information was provided and reported that the intraocular lens was successfully implanted into the patient's operative eye. Subsequently, the lens was removed, however, it was not attributed to a product defect. It was reported that a rupture of the intraocular capture resulted in migration of the lens into the posterior segment of the eye. In consideration of the patient's clinical condition, the surgeon elected to explant the previously implanted lens and leave the patient aphakic during the healing period. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.